Event description:
During a supraventricular tachycardia procedure, the hemostasis valve of the sheath was leaking blood following transseptal puncture. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.